Manufacturer narrative:
The unit had normal operating currents. The unit passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery test. The unit passed the self-test and the unexpected restart error test. The unit was monitored for several days with no blank display or a black display anomaly. The unit did not have an unexpected restart alarm, a constant tone, or a vibrating anomaly. No damage was found on the interface board or the lcd isolation tape. The unit had a cracked case at the display window corner and a minor scratched display window. (B)(4).

Event description:
The customer called in to report that the device was vibrating without an alarm, however they later on received an unexpected restart alarm. The customer was able to clear the alarm. The customer's blood glucose level was 586 mg/dl at the time of incident, but was 170 mg/dl at the time of call. The customer treated with a bolus. The customer was informed that they could continue to wear the device until the replacement arrived. The device was returned for analysis.